Event description:
New information states that the noise was observed trough remote transmission months before the replacement procedure and the externalized conductors were noted under fluoroscopy years before the procedure. Exact dates were not provided. Patient has history of ventricular tachycardia. Due to known externalization and the patient¿s history, the physician elected to replace the lead. Patient was in stable condition after the procedure.

Event description:
It was reported that externalized conductors were observed on the right ventricular lead. Secure sense alerts due to noise were also noted. No patient symptoms or other anomalies were reported. The lead was capped and replaced on (B)(6) 2017. No further information was provided.